Manufacturer narrative:
Our field service engineer examined the ventilator and could not reproduce the reported event. The ventilator passed pre-use check, functioned normally. No parts were replaced. Provided ventilator logs were reviewed. On the reported event date, there was no ongoing ventilation. The correct event date has not been determined. Evaluation of the event log on the last registered date before the reported event date found high respiratory rate alarms. The high respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. An auto cycling condition due to leakage could be avoided by increasing the patient effort required to trigger the ventilator system. The technical log does not contain any technical error codes to indicate any ventilator malfunction. Information concerning what type of patient breathing circuit that was in use was requested but not provided. The root cause of the auto triggering was most likely a leakage situation in the patient circuit. The alarms for high respiratory rate were correctly generated according to the situation. The cause of the reported pneumothorax has not been determined but there are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator while it was connected to a patient, it appeared to be cycling even when the flow or pressure trigger were disabled. The patient suffered pneumothorax. The final patient outcome is unknown. Manufacturer's ref. #: (B)(4).